Manufacturer narrative:
(B)(4). Batch # r57t63. Device evaluation: the analysis results found that the ecs29a device arrived with the safety damaged, with all the staples present and protruding inside the pockets. Only the anvil half washer was present. It is possible that the returned anvil does not belong to the returned device. In addition, the staple retainer was returned with marks of staples. A new washer was placed on the device and it was tested for functionality. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy, it was found that the staples had been protruded when the package was opened. Another device was used to complete the case. There were no adverse consequences to the patient.